Event description:
A report was received from the regulatory agency that the patient developed progressive blurred vision in the right eye without obvious cause one year ago, and had no symptoms such as pain, tears, or foreign body sensation. The vision gradually declined, and the symptoms worsened two months ago. On (B)(6) 2026, the patient was diagnosed with cortical senile cataract (right) and admitted to the hospital for treatment. On the same day, cataract surgery (with iol implant) and cataract phacoemulsification were performed. That the haptic broke was found during implantation and a new iol was immediately replaced. Extend patient implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).